Event description:
Complainant alleged that while analyzing the heart rhythm of a patient, the device analyzed the heart rhythm and returned a "no shock advised" determination. The rhythm was analyzed a second time while CPR was being performed, and the device returned a "shock advised" determination for what clinicians believed was a non-shockable rhythm. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.